Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 3 7603, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID 3389s-40, lot# va0hs6n, implanted: (B)(6) 2014, product type: lead. Product ID 3708695, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID 3389s-40, lot# va0hs6n, implanted: (B)(6) 2014, product type: lead. Product ID 3708695, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID 37603, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID 3708695, serial# (B)(4), implanted: (B)(6) 2014, product type: extension 4. Product ID 3708695, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
It was reported the leads stuck outward from the patient¿s belly and the implantable neurostimulators (ins) were hitting their hip bones causing great pain when running. The patient could see the entire wire and the wire moved because they were so thin. When in a sitting position, the ins got stuck under the patient¿s ribs and they could feel the inss move. Initially, for the few months after implant, the patient was heavier, but they lost 25 lbs. A couple years ago the patient was hospitalized for weight loss for no apparent reason. The patient was very protective and would not do physical activity. The patient was not able to do crunches. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.